Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, the drill shaft fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 the reported drill driver was received and evaluated against the complaint. Product was identified by the worn etching near the driver's end. The driver was returned in two pieces. The quick connect tip is fractured off the silicone-coated shaft. The internal wires are protruding from both the tip and the shaft. The driver shaft as small nicks and cuts in the silicone coating. No other damage noted. The device has approximately 6 years of field service age and it is unknown how many times the device was used. Complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.